Event description:
An internal complaint was initiated following review of a scientific publication entitled, "performance of 14 rubella igg immunoassays on samples with low positive or negative haemagglutination inhibition results" by huzly d, et al. The publication stated that false negative results were obtained for 10 samples in association with the vidas® rub igg ii (ref 30221). The publication does not reference the lot number(s) of vidas® rub igg ii used. The study included 150 samples that were obtained from health care workers, pregnant women, and children that were submitted to the institute of virology for routine rubella antibody testing and had then been stored at -20° c afterwards. The authors of the article do not specify the number of patients from which the samples were collected. Testing was performed on stored samples and there is no indication or report in the publication to suggest that any results obtained during the study were used in treatment decisions. The samples were tested using a recombinant immunoblot assay as a reference method resulting in positive results for 124 samples and negative results for 25 samples. One (1) sample could not be defined. These results from the reference method were then compared to results obtained from other methods while using cut-off values defined by the respective manufacturers, a universal cut-off value of 10 iu/ml, and a universal cut-off value of 15 iu/ml. The interpretation cut-offs as defined in the package insert for the vidas® rub igg ii are as follows: < 10 iu/ml = negative 10 <= titer < 15 iu/ml = equivocal >= 15 iu/ml = positive using the biomérieux recommended cut-off for negative results (< 10 iu/ml) and the universal cut-off of < 10 iu/ml, the study obtained false negative results for 10 samples. Using the universal cut-off of < 15 iu/ml, the study obtained false negative results for 21 samples. Using cut-offs other than those specified in the package insert is considered to be off-label use and does not constitute a malfunction. This discrepancy was reviewed for vigilance reporting according to 21 cfr 803 concerning medical device reporting. Biomérieux has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. An internal biomérieux investigation will be initiated. Note: reference 30221 is not registered in the united states. The u.s. Similar device is product reference 30226 (k141133).

Manufacturer narrative:
This report was initially submitted following initiation of an internal complaint regarding review of a scientific publication entitled, "performance of 14 rubella igg immunoassays on samples with low positive or negative haemagglutination inhibition results" by huzly d, et al. The publication stated that false negative results were obtained for 10 samples in association with the vidas® rub igg ii (ref 30221) using the biomérieux recommended cut-off for negative results (< 10 iu/ml) and the universal cut-off of < 15 iu/ml. Using the universal cut-off of < 15 iu/ml, the study obtained false negative results for 21 samples. Using cut-offs other than those specified in the package insert is considered to be off-label use and does not constitute a malfunction. A biomérieux internal investigation has been completed. It is known that an appropriate definition of seropositivity is essential to avoid unnecessary vaccination. The r&d department stated that an evolution of this parameter with modification of the cut-off has to be evaluated in the coming years according to the progress of the competitors and of the who on the subject. As for current parameters, the vidas® rub igg ii (ref 30221) stayed within its expected performances.